Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, the reload detached from the handle and fell into patient's cavity during an open surgery.